Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an error code 44508. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
D9: 8-jan-2024. Device evaluation: one, used device not in its original packaging was received decontaminated. The tamper seal had been broken or removed. Device has a peeled dso seal, worn uso seal, scratched lcd lens, and loose latch handle. Review of the event history log found multiple high alarm displayed: downstream occlusion. During functional test the downstream occlusion sensor was failed. The complaint was confirmed. The reported cause was contamination on the downstream occlusion sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced dso sensor, dso bezel, dso seal, lcd lens, keypad, overlay gray, rear label, latch lock, and latch handle.